Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.